Event description:
It is reported the liner would not insert into the shell. As a result, the customer used a different liner and shell.

Manufacturer narrative:
This report will be amended when our investigation is complete.